Manufacturer narrative:
The product was not returned for analysis. The lot history record review and similar complaint review were not performed because this incident was based on a review article, and no device/lot information was provided. Based on the limited information provided, a cause for the reported cardiogenic shock, ventricular fibrillation, tachycardia, pericardial effusion, hypoxia, cardiac arrest, cerebrovascular accident, and thrombosis/thrombus cannot be determined. The reported patient effect of cardiogenic shock, ventricular fibrillation, tachycardia, pericardial effusion, hypoxia, cardiac arrest, cerebrovascular accident, and thrombosis/thrombus are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event, implant date: dates estimated. Article, trends, predictors and in-hospital outcomes of the next day discharge approach after transcatheter mitral valve repair.

Event description:
This is filed to report through an article that the mitraclip may be related to ventricular fibrillation, tachycardia, pericardial effusion, cardiogenic shock, cardiac arrest, ischemic stroke, blood transfusion, medical intervention, and hospitalization. It was reported through a research article identifying the mitraclip device which maybe be related to patient ventricular fibrillation, tachycardia, pericardial effusion, cardiogenic shock, cardiac arrest, ischemic stroke, blood transfusion, medical intervention and hospitalization. Details are listed in the attached article, trends, predictors and in-hospital outcomes of the next day discharge approach after transcatheter mitral valve repair. No additional information was provided.